Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the low blood glucose level of 40 mg/dl. Customer stated that they gave too much insulin so they became low in their blood glucose level. Customer report that they unable to rewind the insulin pump and they required assistance for rewinding process. Customer was declined to troubleshoot for low blood glucose level. The device will not be returned for analysis.